Event description:
Clinical rationale: an impella 5.5 was surgically inserted via the right axillary/subclavian artery access in a 60-year-old female patient for ischemic cardiomyopathy. The patient¿s comorbidities were known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. The next day, a placement signal not reliable (psnr) alarm was observed on the automated impella controller (aic). Nursing staff reported no visible kinks in the system and confirmed that the white power cable was properly seated. An echocardiogram was planned to further evaluate pump positioning, and the audio alarm was disabled per guidance. There was no harm to patient. She continued on support with no consequence on the device performance (p-8, 4.4 -4.5 l/min). Later that same day, blood was observed within the sterile sleeve of the impella 5.5 pump. No positioning issues occurred prior to the event. The estimated blood loss was approximately 10¿20 ml. A pressure dressing was applied. The source of bleeding was unclear. The patient remained stable on support with plan to continue to monitor and reassess the following morning. Overnight, the subject developed bleeding in incision site pocket after transfer to ICU. Anticoagulation monitoring used during event was ppt and was noted to be 40. Despite application of manual pressure and pressure dressings, the bleeding persisted. The patient was taken to the operating room the next day for surgical washout and pump exchange. The estimated blood loss was approximately 150 (units were not documented). Blood products were administered totaling one unit. The event was classified as patient injury, specifically access site bleeding. The patient had no reported underlying conditions that contributed to the blood loss. The anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient outcome was reported as stable. The impella 5.5 was removed and replaced with a second impella 5.5. The second impella 5.5 required explantation approximately 30 minutes later due to hemodynamic instability, retrograde pump flow, and pump stop alarms (see (B)(4). A third impella 5.5 pump was subsequently implanted, and the patient remains on support at time of complaint reporting.

Manufacturer narrative:
During the investigation process of the impella 5.5 it was determined that a report was needed to represent the automated impella controller. Therefore this is one of two reports. The related report number for the impella 5.5 was added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.